Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: gb. Event description: [hospital] "3-5 clips were used. After loading clips, the device failed to fire clips. During the beginning of the surgery, the clips were loaded and fired. But, it suddenly malfunctioned." Product is not available for return. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on similar incidents, manufacturing and quality control corrections have been implemented under corrective and preventive action referenced CAPA-00131. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: gb event description: [hospital] "3-5 clips were used. After loading clips, the device failed to fire clips. During the beginning of the surgery, the clips were loaded and fired. But, it suddenly malfunctioned." Product is not available for return. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.